Event description:
According to the reporter, the device will not operate on ac power. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.